Event description:
The customer reported that the 840 ventilator was inoperable. The failure happened when the device was not used on a pt. The customer reported to have replaced the breath delivery (bd) central processing unit (cpu). The device requires a software upgrade before it can be returned to pt's use. At present time, the unit has not received the software upgrade.

Manufacturer narrative:
(B)(4).